Event description:
Received info that pump has stopped all insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Should new information become available a supplemental report will be submitted.